Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the matrix drawer rails were physically damaged. A field service engineer (fse) replaced the right slide rail from inventory. The customer was informed that the left rail required replacement and acknowledged the need for sourcing. Subsequently, both slide rails for full height matrix drawer 3 were replaced. The drawer was reseated into the cabinet, the system was rebooted, and proper operation was successfully verified through testing. Fse also performed preventive maintenance, verified the top cover for any crack, checked the functioned of biometric identifier, barcode scanner and keyboard and reseated the pyxie bus cable. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 3 required maintenance and could not be opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.